Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It should be noted that the reported patient effects of hypersensitivity and rash are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the information received, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 04/20/2010 a 3.0x15 mm xience v stent was implanted in the right coronary artery. On an unspecified date, sometime in (B)(6) 2017, after eating pork and beef the patient began to experience swelling of the chin and chest. The patient then broke into a rash in the stomach, leg and face. The patient saw an allergist which informed him he was having an allergic reaction. Creams were given to the patient and he was informed to discontinue eating pork and beef. The patient was informed he is allergic to gold among other things (not specified) and was concerned he may be allergic to the stent. The patient is doing great. No additional information was provided.